Manufacturer narrative:
Information about concomitant products and therapy dates is unknown. It was unknown if the initial reporter sent a report to the FDA.

Event description:
Cde reported a patient was having some issues that he reported to the cde via email. Cde stated the patient was experiencing occlusions, losing bluetooth communication, and has automatic off function turned on. Cde reported the patient has a learning disability and his wife normally assists him with his pump therapy. Request for assistance was submitted. Attempts to follow up with patient were unsuccessful. On (B)(6) 2013 cde followed up with an email date (B)(6) 2013 reiterating the initial concerns. On (B)(6) 2013 a voicemail and email was sent to the cde to inform him that attempts to contact the patient were unsuccessful. On follow up on (B)(6) 2013 patient's wife reported the infusion device will shut off if bumped and not deliver insulin. Wife stated the patient changed the battery but the issue persisted. Wife reported the automatic off function was not turned on. Wife stated the patient receives a lot of occlusion errors; he changes the infusion set and is able to clear the error. Wife reported the errors occur when the patient is bolusing. Wife stated the patient usually boluses a large amount of insulin at once. Advised to break up the boluses into 2 smaller boluses to give the body time to absorb the large amount of insulin. Alleged infusion sets have been discarded. Product was replaced and requested return of the infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E4 were found in the history. The occlusion limits were tested successfully. Please refer to the accu-chek spirit combo user guide chapter: (error e4: occlusion). The bluetooth functions of the pump were tested on the diagnostic test system and meet the specifications. The error e8 (power interrupt) were found in the pump history. The power interrupts are a consequence of bumping the pump. The mentioned e8 error is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the technical investigation. The insulin pump shouldn't be exposed to high mechanical forces. History list: the customer did not use the auto off function of the pump. The problem mentioned by the customer could not be reproduced.